Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was in germany when their physician in france noted episodes showing noise artifact in the remote monitoring system. The patient was instructed to go to the local hospital immediately, where the device was programmed off. The noise was consistent with a broken electrode. The patient then returned to france, where troubleshooting was performed. Noise the same as in the stored episodes was easily created with patient arm movements. Additional testing was performed at the replacement procedure, where it was confirmed no artifact could be created in the primary vector. This indicated the issue was most likely on the electrode, at the sense a node, which is used in the secondary vector. However, the physician elected to replace both the device and electrode. The explanted products were returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The device has been received, pending analysis. This report will be updated when analysis is complete. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations of noise and oversensing, and visual inspection did not confirm the report of lead body damage.

Manufacturer narrative:
(B)(4). The device has been received, pending analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was in (B)(6) when their physician in (B)(6) noted episodes showing noise artifact in the remote monitoring system. The patient was instructed to go to the local hospital immediately, where the device was programmed off. The noise was consistent with a broken electrode. The patient then returned to (B)(6), where troubleshooting was performed. Noise the same as in the stored episodes was easily created with patient arm movements. Additional testing was performed at the replacement procedure, where it was confirmed no artifact could be created in the primary vector. This indicated the issue was most likely on the electrode, at the sense a node, which is used in the secondary vector. However, the physician elected to replace both the device and electrode. The explanted products were returned for laboratory analysis. No additional adverse patient effects were reported.